Manufacturer narrative:
Patient information is unknown. This report is for an unknown quantity of unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number and email address were not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was treated with a lateral superior clavicle plate after a non-union. After this treatment the patient had again a non-union. Plate was removed and non-synthes implant was used. This report is to capture the second case of non-union. The first case is captured on related complaint (B)(4). This report is for an unknown quantity of unknown screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device evaluated by MFR: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: updated description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient suffered a lateral clavicle fracture type jäger/breitner iib left on unknown date. Fracture was treated conservatively at first, then implanted with a hook plate two (2) months later at another facility. Patient developed a non-union and pseudarthroses, and was revised to a new hook plate at another facility less than one (1) year after implant. Patient presented to this facility with continued complaints. Computed tomography (CT) scan on unknown date revealed inadequate reduction of the fracture fragments. Patient was returned to surgery on unknown date where the hook plate and screws were removed. A renewed open reduction and fixation by means of angle-stable osteosyntheses with a competitor¿s plate and a coraco-clavicular (cc) fixation arthroscopically.

Event description:
Modified event description: device report from synthes europe reports an event in germany as follows: it was reported patient suffered a lateral clavicle fracture type jäger/breitner iib left on an unknown date. Fracture was treated conservatively at first, then implanted with a hook plate two (2) months later at another facility. The patient developed a non-union and pseudarthroses, and was revised to a new hook plate at another facility less than one (1) year after implant. The patient presented to this facility with continued complaints. Computed tomography (CT) scan on unknown date revealed an inadequate reduction of the fracture fragments. The patient was returned to surgery on an unknown date where the hook plate and screws were removed. A renewed open reduction and fixation by means of angle-stable osteosyntheses with a competitor¿s plate and a coraco-clavicular (cc) fixation arthroscopically. It is unknown if there was a surgical delay. The patient or procedure outcome is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.